Manufacturer narrative:
Name: tandem country: united states of america street :11045 roselle street suite 200 city: san diego state: california zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced three infusion set was fell of during use from on (B)(6) 2025 which led to hyperglycemia. For treatment patient went to emergency room. The blood glucose level was 22.2 mmol/l at the time of event.